Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages and the electrode belt had a damaged cable.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages, damaged cable) was confirmed due to the electrode belt¿s distribution node (dn) to rear te black pulse wire being broken, causing the belt to not pass fall off testing. The root cause for the broken wire was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.